Event description:
The customer reported, the ventilator is alarming low battery and the unit restarted. The customer reported, the ventilator was in use on a patient and there was no patient harm. The service technician reviewed the ventilator diagnostic log history and verified that the battery was depleted. The customer stated that the unit was removed from service and left plugged in on ac power to charge the battery. The service technician inspected and tested the battery and no problem was found. No part was replaced. This event is being reported as a user error. Final applicable testing was performed and passed to operating specifications.